Event description:
A malfunction was reported concerning a pump, specifically related to momentary power loss to the vibrator motor, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump.